Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-10623. Related manufacturer reference number: 2017865-2020-10624. It was reported that the patient presented in clinic with pocket ulceration and pacemaker erosion shortly after pacemaker implant. It was found that there was an infection in the pocket. The patient's pacemaker, atrial lead, and ventricular leads were all explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.